Event description:
It was reported while using bd angiocath plus¿ i.v. Catheter 20ga x 1.16in the catheter needle head was split. The following information was provided by the initial reporter: the nurse used the disposable intravenous indwelling needle for infusion of the child. After unpacking, the indwelling needle head was found to be split, so it was discontinued and immediately replaced with a new indwelling needle to continue infusion for the child.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd angiocath plus¿ i.v. Catheter 20ga x 1.16in the catheter needle head was split. The following information was provided by the initial reporter: ...the nurse used the disposable intravenous indwelling needle for infusion of the child. After unpacking, the indwelling needle head was found to be split, so it was discontinued and immediately replaced with a new indwelling needle to continue infusion for the child.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of catheter defective/damaged was confirmed upon inspection of the photo. Visual inspection showed that the needle had pierced through the catheter of the device. During the investigation the assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. Needle pierced through catheter could also happen during product application when the product was manipulated. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonconformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. A device history review could not be completed as no batch number was provided.